Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to loose drive support disk. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display noted during testing. The insulin pump had missing end cap sticker, broken reservoir tube lip, cracked battery tube threads, cracked case at display window corner, cracked lcd window and minor scratched lcd window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and the insulin pump kept shutting off. The customer also reported that there was crack on the battery compartment. The customer's blood glucose was 149 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.